Manufacturer narrative:
The product has not been received for evaluation. There have been no other complaints reported in the lot number. Additional information was requested and received.

Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the lens popped out of the cartridge and the posterior capsule was ruptured, causing the iol to drop into the vitreous cavity. Additional information was received from the surgeon. The capsular tear was repaired the same day at another facility. The next day, a lens from another manufacturer was inserted and fixed in the "out of bag" manner. The patient was discharged from the hospital six days following the iol exchange with poor visual acuity due to intense keratitis. The patient was hospitalized again for a three day period due to the keratitis and was treated with ophthalmic ointment. By 2007, the keratitis was considered abated and the patient is being treated with eye drops.